Event description:
Shower chair utilized and during the pt's shower, the vinyl toilet seat buckled, causing the care center resident to fall through the center of the frame. As the seat buckled and subsequently detached from the frame, 2 nails were exposed and lacerated the pt's legs. Pt sustained a 5 cm laceration on the posterior aspect of the right thigh which required suturing. Tetanus toxoid given.